Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is a reportable malfunction. This report will be updated when the investigation is complete.

Event description:
Allegedly screwdriver tip broke off into locking head.